Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and chronic electrode exhibited elevated shock impedance measurements of 150 ohms one day post device implant. A revision procedure was performed. The device pocket was opened and the device was repositioned to obtain more contact with the facia. It was reported that the patient had gained a significant amount of weight since original implant, and the physician believed that there was a lot of air in the pocket due to the change in body mass index. After the device was repositioned shock impedance measurements were noted to be 185 ohms. The pocket was then flushed and shock impedance measurements decreased to 175 ohms. A 10 joule shock was delivered and shock impedance measurements were noted to be 195 ohms. The physician closed the pocket and was considering referring the patient for potential electrode explant. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.